Manufacturer narrative:
The reported 6 x 25 mm biosure ha screw intended for use in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of being cracked. The screw is cracked at its proximal end below the screw head. The screw is soiled with human matter on its inside and outside surfaces. In addition to the human matter the inside surface is scored from a screw driver being inserted. Dimensional assessment of the screws length, major diameter and wall thickness was performed and found to meet print specifications. The condition of the screw indicates it was attempted to be used and it was subjected to excessive forces during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a starter or tap prior to insertion of the screw. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery, once the device was opened, the surgeon found a cracks at the end of the screw. Backup device was available to complete the procedure. No delay and no patient injuries were reported. Results of investigation have concluded that the screw is soiled with human matter on its inside and outside surfaces, which makes it a reportable event.